Manufacturer narrative:
(B)(4)

Event description:
The customer complained of questionable inr results on the coaguchek xs meter serial number (B)(4). At 08:04 am the result was 2.9 inr with the meter using a fingerstick. At approximately 2:00 pm the result in the laboratory was 5.2 inr with a venous blood sample using the dade innovin method. The customer's medication dose was adjusted based on the laboratory result. There was no allegation of an adverse event and the customer feels fine. The therapeutic range was 2.0 - 3.0 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no changes in their warfarin dose. The customer has had no changes in diet and no signs of bleeding or bruising. The qc check was reviewed. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 223855) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.